Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a power error detected alarm on the insulin pump. The customer¿s blood glucose level was unknown. The customer reported that the pump was shutting down, because of a power error and goes directly to the reservoir tubing prompt. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.